Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that a 12.6mm, vicm5_12.6, -06.00diopter, implantable collamer lens was implanted into the patient's right eye (od) on (B)(6) 2018. Excessive vault and significant reduction of irido-corneal angles was observed. The lens was removed and a replacement lens (shorter length) was implanted. It was reported that the replacement lens resolved the problem.

Manufacturer narrative:
Patient code 3191: significant reductino of irido-corneal angles. Patient code 2692: previous code not applicable. Claim#: (B)(4).

Manufacturer narrative:
The reporter indicated that a 12.6mm vicm5_12.6 implantable collamer lens was implanted into the patient's right eye (od) on (B)(6) 2018. The lens was removed and a new lens was implanted due to observation of excessive vault and significant reduction of irido-corneal angles. The implant, removal, and replacement implant all occured intraoperatively. The problem was resolved. Device evaluation: the lens was returned dry in a micro centrifuge vial. There was clear surgical residue on product. Visual inspection found the haptic deformed and residue on lens. Patient code 3191: previous code not applicable. Claim#: (B)(4).